Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer received a low bg alert, however did not test their bg level. Customer brought bg levels to target range with yogurt. Customer declined to provide any further information and declined troubleshooting with tandem technical support.